Event description:
A (B)(6) female pt called zoll customer support to report 'check therapy pad messages.' The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad message) has been confirmed. Upon eval, the electrode belt cable was damaged at the front therapy electrode (te). The dn to front te wire was pulled from the strain relief at the front te. The root cause for the damaged cable cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the pulled cable. The pt received a replacement electrode belt.